Event description:
It was reported the ventilator stopped cycling for a minute and then started back up. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: health impact, event methods, evaluation, and conclusion codes: updated. One warmer device was received for investigation. During visual inspection the device was observed to have no damage or anomalies. During functional testing, the device cycled for one hour with no issues observed. The investigation was unable to confirm the reported issue or establish a root-cause. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device confirmed this device was serviced previously in 2020 for an unrelated issue. The complaint description was consistent with a demand detector issue, and so the device demand detector was replaced as a preventative measure. The o-rings were also replaced and preventative maintenance was performed.